Event description:
It was reported the patient had a raised area on the back incision and this started on 2014-(B)(6). The area felt ¿squishy¿ and there was no headache noted or any other signs or symptoms. The healthcare provider (hcp) was going to get an x-ray to see if the catheter was still in place or if it had migrated. The cause of the issue was undetermined and the patient¿s status at the time of this report was ¿alive-no injury.¿ it was further reported the patient was going to get a new catheter placed on 2014-(B)(6). It was noted during the case, ¿all looked fine, but definitely fluid at the spinal incision and some in the pocket as well.¿ the type of fluid could not be confirmed. When the hcp was disconnecting the pump segment piece off the pump, the inner ring (metal piece) of the pump connector stayed in place and the catheter slipped off. Per a photograph that was provided the pump was shown to be explanted as well; however this was unclear as it was not specified that the pump was explanted. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to deliver lioresal.

Manufacturer narrative:
Additional assessment of the event determined that the previously reported patient code is not related to the event.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter, product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the event was now being reported as a catheter migration. Notes from the site indicated that no leak occurred.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that, during surgical observation on (B)(6) 2014, the catheter was determined to be intact, but when patency was checked there was a leak in the catheter. The location of the catheter leak remains unknown. Further follow-up was performed to obtain this information. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the swelling around the catheter site on the patient's back resolved without sequelae on (B)(6) 2014. It had swollen to the size of a tennis ball at the catheter site. There were no withdrawal symptoms, headaches, or vomiting. It was reported that an x-ray on (B)(6) 2014 showed the catheter appeared to have moved from c7 to the lumbar area. It was noted as a surgical observation that a slice was seen in the catheter. The event was considered related to the device or therapy but unrelated to the implant procedure. The severity of the event was noted as "moderate."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a large wheal and soft tissue fluid filled sac on the back the size of a baseball. The patient had seizures but it was not determined if related to the pump. The patient had a history of seizures following a stroke. The patient was not hospitalized during this time but had a follow up appointment with their epilepsy healthcare professional and it was determined that non-compliance with medications had caused the patient to have an increase in seizures.